Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant attempt, the right ventricular (rv) lead had perforated the right atrium causing bleeding into the pleural and thoracic space. The crt-d implant was abandoned and a dual chamber implantable cardioverter defibrillator (ICD) was implanted. The rv lead was implanted and remained in use until the dual chamber ICD was upgraded to a crt-d. The lead was removed and a new lead was implanted. The patient is enrolled in the pan cvg clinical study. No further patient complications have been reported as a result of this event.